Manufacturer narrative:
Evaluated 1 open/used reservoir performed pre-fill test to reservoir per (B)(4) and connected to a new infusion set, installed reservoir and connector into 7xx pump. Conclusion reservoir leaks passed second o-ring. Also performed a visual inspection using dop114-811 doc appendix e; and found the reservoir damaged with some sort of indentation at the tip of the reservoir¿s stopper-plunger. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir was leaking. Customer stated that they experienced high blood glucose. No harm requiring medical intervention was reported. The device will be returned for analysis.